Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip stone retrieval basket was used during a transurethral lithotripsy (tul) procedure performed on (B)(6) 2013. According to the complainant, during introduction, a stone (approximately 7-8mm) was captured with the zero tip stone retrieval basket and the physician attempted to remove the basket with the stone from the patient. The basket got stuck inside the ureter and the physician was unable to remove the stone from the patient. The physician attempted to release the stone to remove the basket only but the basket failed to open and to release the captured stone. The physician attempted to pull out the basket with the captured stone forcibly and it caused damage to the ureter. Just before the basket was removed from the body, the stone inside the basket dropped from the basket and remained in the patient's ureter. The procedure was ended, without stone removal completion. Damage to the ureter and leakage of urine were the reported complications of this event. The patient's condition was being monitored however, the patient has moved to another hospital, current patient condition could not be obtained.

Event description:
It was reported to boston scientific corporation that a zero tip stone retrieval basket was used during a transurethral lithotripsy (tul) procedure performed on (B)(6) 2013. According to the complainant, during introduction, a stone (approximately 7-8 mm) was captured with the zero tip stone retrieval basket and the physician attempted to remove the basket with the stone from the patient. The basket got stuck inside the ureter and the physician was unable to remove the stone from the patient. The physician attempted to release the stone to remove the basket only but the basket failed to open and to release the captured stone. The physician attempted to pull out the basket with the captured stone forcibly and it caused damage to the ureter. Just before the basket was removed from the body, the stone inside the basket dropped from the basket and remained in the patient's ureter. The procedure was ended, without stone removal completion. The patient still has a damage with his/her ureter, and was still under medical care in another hospital. The patient undergone CT scan but the patient's ureter was not visible through the CT scan. It was reported that the patient's ureter might had been torn/ruptured due to this event. The patient's actual condition was found to be much severe.

Manufacturer narrative:
Additional information received on (B)(4) 2013 stating that the patient still have damage with his/her ureter, and is still under medical care. The patient's ureter can't be seen through CT scan, so his/her ureter might have been torn/ruptured due to this event. Earlier, the physician's first impression about the patient's damage was not so severe, but actually it was found to be much severe.